Event description:
It was reported the patient experienced discharge and occasional bleeding. No intervention had occurred. The event was ongoing as of 08/20/2014 no further complications were reported in relation to this event.related to manufacturer report no. 2183959-2014-00411.